Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable became damaged and could no longer charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was 80 mg/dl.